Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort due to distal erosion. A surgical procedure was performed to remove and replace all the components. There were no device issues and no further patient complications reported.